Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had heat and failed pre-test for temperature. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear. UDI:(B)(4).

Event description:
It was reported from (B)(6) that the attachment device was reported as having a heating issue. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in (B)(6) 2022. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.